Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that two screws were broken. "It was reported that the patient felt pain and there was a scratch on the neck as a result of this event." No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.